Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved issues by changing only the cartridge and resuming insulin use.